Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that he has experienced intermittent stimulation from his scs system. In addition, the recharge intervals for his ipg had increased. After several unsuccessful attempts to resolve these issues through noninvasive means, the pt's ipg was removed and replaced on (B)(6) 2010. F/u on the pt found that he is recovering well with no new issues reported. The explanted device was returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.